Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stuck motor error alarm loop during bolus deliver. The motor was tested outside to the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and the excessive no delivery test due to the motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.